Event description:
Subject: (B)(6). Shoulder ID study. On (B)(6) 2025 pt began experiencing numbness/tingling in r arm/hand, mostly affecting his thumb. Emg (electromyography) scheduled for (B)(6) 2026.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.